Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device shows a white "x" where it should show 4g, it won't connect to cellular. The customer attempted resetting the dongle, tried a different dongle with a different sim as well as a hard reset several times but with no success. There was no patient involvement noted at the time of the reported allegation.